Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophagus stomach connection open procedure, a device component disengaged, although the device was loaded properly and the anvil can be tilted. The sizers were used. There was no patient injury.